Manufacturer narrative:
Continuation of d10: product ID ddmb2d4 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6) 2020; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was repositioned approximately five weeks post-implant due to displacement of the lead. Six years later, the patient described a fall due to a loss of balance on uneven pavement. It was noted that the device alarmed several times a day after the fall. The next month, the clinic received an alert due to high rv coil impedance. The patient was traveling at the time and was seen in clinic where the device was disabled. When the patient returned to france, the patient was hospitalized due to a suspected broken rv lead and the lead was subsequently capped and replaced. The device was electively replaced at the time of the rv lead replacement. No patient complications have been reported as a result of this event.